Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph01 device arrived in good visual condition with three staples preformed. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a stapled trans anal rectal resection according "longo" procedure, the device didn't close properly. As soon as the stapler opened, the surgeon noticed that the rectum was cut properly but in some points the clips were not applied. Some clips were inside the stapler. The procedure was carried out and completed by first using a manual suture and subsequently a competitor's device. Delay of about twenty-five minutes. There were no adverse consequences for the patient reported.